Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had mitral regurgitation.

Manufacturer narrative:
Section b3: event date was estimated, onset date could not be provided. Manufacturer's investigation conclusion: a direct relationship between the device and the reported mitral regurgitation could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. Review of the available device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists adverse events that are associated with the use of the left ventricular assist device system. No further information was provided. The manufacturer is closing the file on this event.